Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with over correction 6 months after original treatment (original treatment date (B)(6) 2013). An enhancement procedure was performed. Patient is currently coming out myopic, which the optometrist is reporting as normal after the hyperopic treatment. It was reported loss of best corrected visual acuity (bcva). Bcva right eye pre op 20/15 post op 20/25 bcva left eye pre op 20/15 post op 20/30 patient complained about blurry vision and occasional pain in left eye.

Event description:
Account reported that patient had another treatment on (B)(6) 2014. The patient presented on (B)(6) 2014 with corneal haze, surgeon reported that epithelium was remodeling post re-treatment, that she is experiencing dry eye and loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/15 post-op 20/30. Bcva left eye pre/op 20/15 post-op 20/40.